Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the patient's blood glucose has been inconsistent. The patient had a blood glucose of 521 mg/dl at least a week prior to the call. The customer also had readings of 316 mg/dl and 317 mg/dl. The patient believed that he treated with the insulin pump; however, there were no recorded boluses for those events. Additionally, the customer had low blood glucose events of 30 mg/dl and 43 mg/dl, which he treated both times by eating a sandwich and drinking milk. Troubleshooting was declined for the low blood glucose. The customer was new to using the insulin pump and continuous glucose monitoring system. The customer had settings from his health care professional to program. He also needed assistance with turning on the sensor feature. The nurse stated that she will make sure the customer and his family has the necessary information and equipment to effectively use insulin pump therapy in conjunction with the sensor. Nothing was returned.